Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). Review of the device history records for the patellar component did not identify any deviations or anomalies. A product history search identified no other complaints for the part and lot combination of the patellar component related to fracture. This device is used for treatment. Primary operative notes indicate that the patient had a history of previous patellofemoral realignment. The joint was noted to have good gap balancing through range of motion with full flexion, full extension, and good patellar tracking with the final implants. Operative notes from the patellar revision were not received. Operative notes from a procedure after the patellar revision indicate the patient had experienced a patellar fracture with which she was "noncompliant with non-operative management." It was indicated that the patella was revised to a smaller component and the distal fragment was excised. Returned x-rays dated (B)(6) 2012 appear to show the fractured patella. From the x-rays dated (B)(6) 2012 it can be seen that the distal fragment of the patella has been removed. Per the nexgen all-poly patella package insert, loosening or fracture/damage of the patella or surrounding tissues is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient was experiencing pain due to a patellar fracture and she was revised to a smaller component with excision of the distal fragment.